Event description:
The user facility reported that the device was spinning on its own. Attempts were made to obtain additional information about the event; no further information was received.

Event description:
The user facility reported that the device was spinning on its own.  Attempts were made to obtain additional information about the event; no further information was received.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.